Manufacturer narrative:
(B)(4). The 6f guidezilla¿ ii guide extension catheter was returned along with the non-bsc guide catheter ( analysis of the guide catheter found a kink 20.5 cm from the strain relief and a measurement of .071''at the proximal and distal ends). Review of product specification indicated that the device and the guide catheter showed no indication of a compatibility issue. The device was bloody. The hypotube, collar, distal shaft and tip were microscopically and tactile inspected. Inspection revealed tip damage (ovalized), partial separation at the collar, the distal shaft was damaged (flattened) for 6 inches in length (the flattened/perforations started at the tip), and there were kinks in the distal shaft located 4.5cm and 5 cm from the tip of the device. The outer diameter measurements found the tip was .072¿, the damaged distal shaft was .091¿ (exceeded specification), and the undamaged area of the distal shaft was .066¿. The collar and the undamaged portion of the distal shaft met specification. The inner diameter of the tip was damaged; therefore the inner diameter could not measured. Functional testing was unable to be completed due to the excessive damage to the distal shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 7 dec 2017. It was reported that there was resistance with inserting and removing the device, and difficulty advancing the device through the guide catheter. A 6f guidezilla¿ ii long guide extension catheter was selected for a left heart catheterization. Resistance was felt with inserting the device over the guidewire , and through the hemostasis valve into the guide catheter. The device would not insert completely, so it was removed with significant resistance felt upon removal. This occurred during the procedure, inside the patient's body. The procedure was completed with a different device. No patient complications occurred. The patient's status after the procedure was fine. However, device analysis revealed a partial separation at the collar.